Event description:
The lead was explanted due to decreased sensing amplitude. During the extraction procedure, insulation damage was observed; however, it may be related to procedural damage. The lead was not replaced, the atrial port was plugged. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of decreased in sensing amplitude and insulation damage were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.